Event description:
Same case as MFR report #3005099803-2008-04293, -04294, -04295 and -04296. It was reported that during unpacking the flexible tip of the guidewire was noticed to be missing. During unpacking of a sensor .035 dual-flex str/150cm guidewire, it was noticed that the 10 cm flexible tip is missing. Four add'l boxes from the facility's inventory were opened, and found to have the same defect. There was no pt involvement.